Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID 37612 lot# serial# (B)(4) implanted: (B)(6) 2012 explanted: product type implantable neurostimulator if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp), via the manufacturer¿s representative (rep) who reported the patient was getting a power on reset (por) message. The rep thought this was occurring with the implantable neurostimulator (ins) implanted on the right side. The hcp told the rep the patient was unable to charge the system and saw a por message and a picture of a doctor. It was confirmed the patient had a new charger which was working well, but the controller couldn¿t see the battery. The rep mentioned the message they received seemed contradictory as the hcp indicated the patient was seeing por on the recharger and then they stated the recharger was connecting to the ins without a problem. It was reviewed it seemed the patient was seeing the por message on the patient programmer (pp). The rep was going to follow-up with the patient to attempt to clear the por message.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the patient was able to charge fine, but couldn't bypass the por message on the patient programmer (pp). According to the rep the por wasn't related to an overdischarge, but the rep hadn't met with the patient yet to clear the por message but planned to do so may 3rd or 4th.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.